Manufacturer narrative:
It was report that the physician deployed the device without any complications; however, the condition of the returned device did not match the description of the reported incident. The sealant and advancer tube were in the manufactured position as received. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, which is approximately 3 mm from the balloon's proximal tip. Based on the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1513302) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician deployed the device without any complications. The sealant did not work. Manual pressure was applied for 25 minutes to achieve hemostasis. The patient was not hospitalized. Procedure type: left heart catheterization femoral artery sheath size: 6f stick location common femoral artery vessel size: 5 mm. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath.